Manufacturer narrative:
This device is not distributed in the USA, therefore there is no 510k available. (B)(4). We will continue to investigate this situation and if necessary, file a supplemental report. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event that occurred in the emea region. The event occurred in the reprocessing room. The user reported "the objective lens is cracked involving pentax medical model ec38-i10f2, serial number (B)(4). Additionally the wd [washer disinfector] does not accept the scope. The a/w [air/water] connector at the lg plug is loosened and leaky" the endoscope was returned to pentax service facility for further evaluation where the user narrative was confirmed along with additional findings: the a/w connector must be fastened, the cmos (complementary metal-oxide-semiconductor) chip must be replaced